Manufacturer narrative:
Device passed the self test. Constant pump error 39 alarms noted during rewind. Problem isolated to motor. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test due to pump error 39 alarms. The following were noted during visual inspection: scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was able to clear the alarm. Customer stated that they were not able to rewind the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.